Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen stopped functioning after the user removed the device from a pocket, and a small crack was observed in a corner of the screen; the device was placed on pause, and a replacement was arranged while the user reverted to backup therapy and continued cgm use. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included temporary interruption of ilet therapy with mitigation via backup therapy and continued cgm monitoring. Investigation included coordination for return and guidance to shut down the device to avoid further alerts, confirmation that data would not transfer to the replacement, and instructions to sync data to the mobile app before return. Investigation of this device revealed physical damage to the display consistent with a cracked screen that rendered the user interface nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen due to external forces.